Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to intraoperative targeting procedures.

Event description:
Nail broke at the proximal end of the distal screw holes. No adverse consequence to the pt was reported.